Event description:
Event description guidant received information that this transvenous implantable lead and implantable cardioverter defibrillator (ICD) exhibited rate/sense impedance > 3000 ohms for approximately 6 months. All other measurements are normal. Technical services discussed possible causes of the elevated impedance, including an incomplete lead connection in the device's header. An invasive procedure has been scheduled to check the connections. Guidant received additional information that the lead and device were explanted.